Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The patient's wife called and stated that the patient received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 12 p.m., the patient was tested with the meter and the result was 2.8 inr. At 3 p.m., the patient had a venous sample collected and tested in the laboratory using the dade innovin method and this resulted as 1.95 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.0 - 3.0 inr. The patient did not wipe with alcohol prior to obtaining a fingerstick sample used for meter testing. The patient has been anemic. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 176191) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. No further investigation was possible as the product was not returned. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.5 inr, donor 2 inr: 2.7 inr. Donor 1 hct: 43%, donor 2 hct: 44%. Testing results: donor #1: master lot: 2.5 inr, customer meter and master lot: 2.5 inr. Donor #2: master lot: 2.7 inr, customer meter and master lot: 2.7 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications.